Event description:
Rptr was approx 30 years old when she had two silicone breast implants placed. These implants were the polyurethane foam-covered implants. Pt was sent for an MRI which showed the left breast implant has ruptured. As they did not do a right breast MRI, rptr is not sure about that breast. Rptr was told that because of capsuling, the silicone is still probably in the breast area. Rptr was told she must pay to have these implants removed.